Event description:
It was reported that the patient's blood glucose level had risen to over 250 mg/dl. The pod site was reported to be wet. It was confirmed the cannula was inserted. At the time of the event, the pod had been worn between 4 and 24 hours on the arm. This complaint was originally coded for fluid/insulin-leaking during wear. The complaint has been reassessed as a reportable event based on the investigation finding of damaged cannula.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear.